Manufacturer narrative:
The reported event of device had alleged free flow was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of alleged free flow. Based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module alleged free flow could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported alleged free flow. Per the customer, fluid was showing received with unit off. There is no patient information.

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient identifier, age or date of birth, sex and weight were requested, but not provided.

Event description:
It was reported alleged free flow. Per the customer, fluid was showing received with unit off. There is no patient information.